Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and loss of capture. X-ray showed the lead had partially retracted/dislodged in the coronary sinus. As the patient also had a hematoma at the site of implant, the physician elected to perform a revision procedure. The hematoma was resolved and the physician attempted to reposition the lv lead using a guidewire but was unsuccessful and instead elected to reprogram the therapy vector of the lead obtaining acceptable measurements. No additional adverse patient effects were reported. This system remains in service.